Event description:
It was reported that after completion of a da vinci prostatectomy procedure, the surgical staff reported seeing a loose cable with the maryland bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue of a loose cable. The bipolar insert was observed to be missing from the back end. The pins and conductor wires were found to be sticking out of the chassis. Engineering evaluation noted that the insert might not have been fully seated in the chassis or might have been pulled out when the bipolar cord was removed. Engineering evaluation also noted that some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. In this case, the cord was also returned with the instrument and a test was done. The fitting was reportedly ok. Engineering evaluation concluded that it was possible that the insert was loosely fitted into the plug riser. Electrical continuity testing of the instrument passed. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the scratches were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.